Event description:
This ra lead was implanted on (B)(6) 2010 and still international remains implanted at this time. It was noted on (B)(6) 2017, that the lead exhibited minute ventilation noise and variability of impedance was observed over the last month. The atrial tachycardia response 217, 218, 219 episodes are showing 20hz deflections on the atrial channel. Technical services suggested that a lead revision is likely possible. The physician was unknown at (B)(6) hospital in (B)(6), united kingdom. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).